Event description:
Same case as # 2134265-2009-00477. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 2.5x16mm drug eluting stent was implanted in the proximal left anterior descending artery (lad) and a taxus express2 2.5x20mm drug eluting stent was implanted in the distal circumflex artery (cx). Three days later, the pt presented to a different facility where the lad and cx were found to be totally occluded. The pt was transferred to another facility. Each thrombosis was treated with an aspiration catheter followed by dilation with a 2.5mm balloon. Blood flow was improved, however, heart function did not improve. An iabp was inserted and the pt was put on pericardiopulmonary support (pcps). Later the day, pcps was discontinued however, the iabp remained in place. No further pt complications were reported. It was the physician's opinion that the cause of the stent thrombosis was due to incomplete apposition of the 2.5x16mm taxus express2 stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.